Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37601 (lot: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name activa; product ID 37601 (lot: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date brand name activa; product ID 37601 (lot: unknown); product type: 0197-implantable neurostimulator; implant date ; explant date a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding analysis of intracerebral abscesses in deep brain stimulation and association with hardware-related wound complications. The following medtronic devices were used: activa pc. Among all  patients adverse events / device product performance issues included:   1. 12 patients experienced hardware-related wound complications, which was defined as conditions presenting with symptoms such as drainage, redness, swelling, or wound dehiscence at the device site, with or without infection.  2. A 61 year old male patient with bilateral implant was experiencing progressive dyskinesias on the left side. Upon further investigation with MRI, a small lesion with peripheral contrast enhancement was detected at the tip of the right stn lead. As there was no response to the antibiotic treatment and the symptoms progressed, the right lead was removed. Cultures from the removed lead showed the growth of staphylococcus epidermidis. One year later, an MRI follow-up showed complete resolution of the lesion. 3. A 64 year old male patient with bilateral implant presented with complaints of wound drainage at the ins site. The patient underwent 2 revision surgeries and systemic antibiotic treatment. However, the drainage persisted. Antibiotic therapy was administered intermittently over a total of 54 days. During this period, the patient developed elevated serum phase reactants, altered consciousness, and neck stiffness. MRI revealed a lesion with intense contrast, which was assessed as an abscess. The entire hardware was removed. Cultures from the tissue and hardware grew candida parapsilosis. The patient received antifungal treatment targeting candida parapsilosis, and he fully recovered without any sequelae. 4. A 55 year old male patient with bilateral implant was experiencing drainage at the ins site. Broad-spectrum antibiotic therapy was initiated. Despite treatment, severe drainage continued from all wound sites, leading to the removal of the entire hardware. In postoperative follow-up, the patient developed mild weakness in the right arm and leg, severe headache, drowsiness, and signs of meningeal irritation. A cranial MRI was performed, which revealed a cystic and edematous lesion. This was assessed to be an abscess. The patient received antibiotics and fully recovered without any sequelae.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID 37601 lot# unknown product type implantable neurostimulator product ID 37601 lot# unknown product type implantable neurostimulator product ID 37601 lot# unknown product type implantable neurostimulator hasimoglu, o. Et al. Analysis of intracerebral abscesses in deep brain stimulation and association with hardware-related wound complications. J. Formos. Me´d. Assoc. (2025) doi:10.1016/j.jfma.2025.04.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.